Event description:
A report was received that the patient had an infection at the ipg site and experienced shocking sensations. The physician believed that the infection might had to do with the skin over the implant thinning over time and ipg was exposed to the outside environment. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15632276, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient had an infection at the ipg site and experienced shocking sensations. The physician believed that the infection might had to do with the skin over the implant thinning over time and ipg was exposed to the outside environment. The patient will undergo an explant procedure.